Event description:
It was reported that the pt was at the hospital being treated for intrathecal baclofen withdrawal. No alarms were heard. At the time of this report, no diagnostics had been performed. The pt was sent home and given oral medication. Per the reporter, the pump will be replaced. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested from the hcp, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).